Event description:
Caller reported a cartridge alarm 20, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within the normal range. The customer successfully reloaded the cartridge on the pump and resumed insulin therapy. Technical support confirmed the cartridge alarm in the pump's history, and the issue was resolved.